Event description:
At the conclusion of a six hr collection period, air was noted to be in the canister outside of the blood bag. Collection bag was compressed. All seals appeared to be intact. Contents not reinfused secondary to insufficient collection volume.